Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with two carto vizigo¿ 8.5f bi-directional guiding short sheath - small and there was air being drawn into both sheaths that were used. The catheter was used in the left atrium. After ablation, after the catheter was pulled backwards, when the medical team attempted to remove air from vizigo short, air was drawn continuously into the sheath. This occurred approximately one hour after use of the catheter. The issue was improved by replacing the catheter with another catheter and sheath. No air was observed when the second catheter was replaced but the same event was observed when the catheter was removed/reinserted again. As the procedure was also in the final phase, the devices in use were not replaced. No patient consequences were noted.

Manufacturer narrative:
On 14-feb-2025, bwi received additional information regarding the event. The hemostatic valve was identified as the location of the event. Air leakage had occurred. The device was being used on the patient when this happened. No damages or detachments were noted on the hemostatic valve, brim cap, or hub. As a result of the air leakage, the h6 medical device problem code was updated from fluid leak a050401 to backflow a140501. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-apr-2025, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with two carto vizigo¿ 8.5f bi-directional guiding short sheath - small and there was air being drawn into both sheaths that were used. The catheter was used in the left atrium. After ablation, after the catheter was pulled backwards, when the medical team attempted to remove air from vizigo short, air was drawn continuously into the sheath. This occurred approximately one hour after use of the catheter. The issue was improved by replacing the catheter with another catheter and sheath. No air was observed when the second catheter was replaced but the same event was observed when the catheter was removed/reinserted again. As the procedure was also in the final phase, the devices in use were not replaced. No patient consequences were noted. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual and microscopical inspection and backpressure test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned sample revealed that the shaft was bent. Back pressure test was performed, and air bubbles were observed coming through the hemostatic valve. A microscopic examination of the hemostatic valve surface showed stress marks that it was partially broken in the star axis section. This condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record evaluation was performed for the finished device number 60000519 and no internal action was found during the review. The issue reported by the customer was confirmed. The potential cause of the valve issue could be related to the handling of the device during the procedure; however, this could not be conclusively determined. The potential cause of the bent shaft could be related to the handling/shipping of the device after the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).